Event description:
It was reported that the bowel grasper instrument insulation was noted to be torn on the shaft of the instrument during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the distal end of the main tube had various scratch marks with material removed exposing silver material. The scratches were .084 - .079 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.